Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a fractured wire inside of the intact conductors and a tear in the silicone jacket of the returned portion of the driveline. Although evaluation of the returned portion of the driveline confirmed wire damage, a specific cause for the reported pump stops recorded in the submitted system controller log files could not be determined through this investigation. Review of the submitted system controller log files found several pump stops occurring on (B)(6) 2019 between 10:04 pm and 11:21 pm, on (B)(6) 2019 between 07:16 am and 07:23 am, and on (B)(6) 2019 at 10:53 am. During this time, the pump struggled to maintain its set speed and pump power was elevated (as high as 21.2 w). Of note, these pump stops and low speed events occurred while the patient was supported by the power module. A distal end driveline repair was performed on (B)(6) 2019 under work order #74161 and the replaced portion was returned in a segment measuring approximately 20.5¿. The driveline was received with a clamshell present and rescue tape covering 3.5¿ to 7¿ from the metal connector. Electrical continuity testing of the driveline in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape, a tear in the silicone jacket approximately 4.25¿ from the connector was observed. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, 7¿ from the connector, 9¿ from the connector, 11¿ from the connector, 12¿ from the connector, and 17¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation; however, the conductors of the orange wire were observed to be partially fractured inside the intact insulation approximately 13.25¿ from the metal connector. The insulation and conductors of the remaining wires appeared to be intact. Microscopic inspection and hipot testing of the underlying wires revealed no areas of compromised wire insulation exposing the inner metal conductors along the length of the driveline. However, the inner metal conductors of the orange wire were observed to be fractured inside the intact insulation approximately 13.25¿ from the metal connector. The observed damage to the orange wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. While partially fractured conductors of the orange wire were noted upon evaluation of the returned portion of the driveline, this damage alone would not have caused the pump stops recorded in the submitted system controller log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received which stated that the patient was on batteries the night of (B)(6) 2019. When they rolled onto their left side, they heard an alarm. The patient was brought to the hospital. The pump was off from 22:04:42 to 22:15:29. The patient felt dizzy at this time. The data showed pump stops while attached to the power module. This type of behavior was indicative of potential issues with the percutaneous lead. After the patient was placed on a tether, the healthcare provider asked patient to roll over on their left side and as soon as they did, the pump speed dropped to 4000 rpms. The healthcare provider could not find any kinks by manual and visual inspection of the driveline. The patient was placed on a no ground tether. On (B)(6) 2019, patient had more low speed operations while the patient believed that they were still on the orange cable. The patient was placed on battery power. Patient had controller fault on (B)(6) 2019 that cleared on its own once put on batteries. During the analysis of the log file there were observed speed drops as low as 2870 rpm while attached to the power module. If this was connected to an orange lead ungrounded patient cable as the patient believed they were, then this is a phase to phase short. The x-rays were reviewed and were un-remarkable. Technical services were onsite (B)(6) 2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return after torso movements. Log files after the percutaneous lead repair showed the pump operating at the set speed of 9000 rpm. The patient was on a regular grounded tether cable. No further information was provided.